Manufacturer narrative:
A nexgen cutting guide was returned with a fractured piece of an unknown drill stuck in one of the holes. Visual inspection confirmed that the fractured drill was seized in the .128 diameter hole of the cutting guide, as indicated on the print. Hardness of the cutting guide was tested, and was found to be within spec as recorded on the print. This device is used for treatment. A product history search conducted for the cutting guide identified no other complaints for this part and lot combination. Only one piece of the fractured drill was returned, and that piece could not be used to identify the product number of the drill. The root cause was determined to be wear and tear from use. The cutting guide was manufactured in may 2009, with an approximate field age of 5 years and 9 months, and has been used an unknown number of times. The package insert for the cutting guide precautions the user to carefully inspect instruments prior to each use, and warns to not use instruments that are deformed, corroded, damaged or worn; as they may not perform as intended. In the case of cutting guides, burs can form in the drill holes due to improper drilling technique. These burs can lead to seizing/binding of drill bits in the drill holes.

Event description:
It is reported that a nexgen drill broke off while drilling into the revision cut guide.